Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (aneurysm rupture). Patient's condition affected effectiveness of device (development of an iliac artery aneurysm). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (development of an iliac artery aneurysm).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately eight years ago. Aneurysm and vessel morphology from the time of implant are unknown. The patient was lost to follow up. It was reported that the patient presented emergently with abdominal pain and low blood pressure and was found to have a contained ruptured iliac artery aneurysm. The patient had developed a 10 cm diameter iliac artery aneurysm on the left side which was also very tortuous. A talent converter (B)(4) was implanted and a fem-fem bypass was done. Two talent occluders were implanted. No additional clinical sequelae were reported and the patient is stable.

Event description:
Additional information was received confirming the patient had compromised renal function after procedure.